Event description:
During follow-up, high impedance, loss of capture and no sensing were observed. The physician decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.